Event description:
It was reported that the 25khz straight tip cover was discovered to be melted during a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Manufacturer narrative:
The device was not returned for evaluation, therefore, the reported event was not able to be confirmed.

Event description:
It was reported that the 25khz straight tip cover was discovered to be melted during a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.